Event description:
A 3m dental handpieces (multiple) espe (B)(6) 2016 new, cracking at nozzle following first time reprocessing according to manufacturer's instructions. Reprocessed in pre-vac 270 degree for 10 minutes. Hospital contacted 3m company and reported. Defective handpieces returned to 3m.